Event description:
It was reported that a user of the ilet with a dexcom g7 experienced elevated glucose readings after a meal, with no pump alarms or interruption of insulin delivery, and later observed the infusion set to be mostly detached after a hot shower and meal announcement; user education and troubleshooting were provided, including guidance to change the infusion set. Symptoms included hyperglycemia. Outcomes included improvement in glucose following intervention, with no hospitalization. Investigation included telephone troubleshooting and user education regarding infusion set replacement and verification of continued insulin delivery. Investigation of this case revealed that the likely issue was loss of infusion site integrity leading to reduced insulin delivery, consistent with a partially detached infusion set; no device malfunction or alarm condition was identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear but consistent with user-level infusion set detachment rather than ilet malfunction.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.